Event description:
It was reported by the patient's mother, that the patient was taken to the emergency room after an alert was heard, the right ventricular lead was "broken", and detections were disabled. It was also reported that the right ventricular lead experienced high and varying impedance, oversensing, noise, and the lead integrity alert was triggered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the distal conductor was distorted, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.